Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead and cardiac resynchronization therapy defibrillator (crt-d) displayed high out-of-range (oor) pacing lead impedance measurements of greater than 2000 ohms. The patient will have a scheduled follow up with the physician over a period of time. This system remains in service. No adverse patient effects were reported.